Event description:
The customer reported that the large right side panel has a tear in the netting. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the left window has a 2 inch hole in the mesh. Left window top ridge material is torn on the rail. Left window perimeter guard zipper bias is torn. (B) (4).